Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. A visual inspection of the returned delivery system found the guide catheter was torn in pieces. The push catheter was kinked in several places and bent by the hub. The suture was in the suture hole, and the suture hole was slightly torn. The proximal part of the guide catheter exhibited accordion like folds (buckled) and was stretched. The distal end of the guide catheter was kinked and broken. The root cause of this complaint is most likely attributable to operational context based on the condition of the device. (B) (4).

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Ref MFR report numbers 3005099803-2009-02539 and 3005099803-2009-02540. It was initially reported to boston scientific corp that three flexima biliary stent systems were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B) (6) female pt. According to the complainant, the stent would not release from the suture string. Two other flexima biliary stent systems were used with the same result. The procedure was completed with a fourth flexima biliary stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; catheter stretched and broke.